Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patients spouse that the patient experienced fatigue, "cannot walk....has pain and shortness of breath". The caller stated that the patient was in the physicians office 2-2.5 weeks ago and was told "there is a problem with the lead, they took an electrocardiogram and they will have to reprogram the device". The right ventricular (rv) lead will be reprogrammed and remains in use. No further patient complications have been reported as a result of this event.